Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient is deceased. The patient's spouse stated the patient had been living at a care facility and had passed away during the night and "there was no indication that the device [implantable cardioverter defibrillator (ICD)] did what it was suppose to do." Follow-up was conducted which revealed a cause of death as: acute cardiac arrest.